Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump would not power up after a bath. No visible damage was observed with the pump. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 10/12/2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was not duplicated in the evaluation. Review of black box history found power-on-reset events after occlusion alarm and motor rewind error alarm about 2 weeks before the complaint date. Moisture was observed behind the infrared port. A cartridge compartment crack was found at the threads and a leak test showed a cartridge compartment leak. Using the returned battery cap and a test cartridge cap, the pump powered up to the display screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any power interruption. The pump casing was opened and additional evidence of moisture intrusion was found on various internal components.